Event description:
Received a report from merz pharma (B)(4). On (B)(6) 2012, (B)(6) patient was treated with overall volume of 1.5cc radiesse (location of injection site unknown). Seven days post injection, after an intense yoga class, face started to swell, became red and started to hurt. Physician prescribed prednisone and tavegil. There was no evidence of bacterial infection, no fever, crp was 17, patient was admitted to the hospital due to uncontrollable edema, severe discomfort and still not resolved.

Manufacturer narrative:
A review of the device history records indicates the reported lot #1033353 met all specifications prior to release with no abnormalities noted. Notification has been received from merz pharma (B)(4), that this event has been resolved.